Event description:
A beckman coulter field service engineer (fse) observed that the coaxial cable of the coulter lh 780 hematology analyzer was broken and not detecting the radio frequency (rf) signal while running latron control 2. The fse noted this issue while onsite at the customer's laboratory to troubleshoot a different instrument. The fse indicated that the lh 780 was also generating flow cell partial clog (pc1) errors at the time of the event. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the flow cell and associated tubing. The fse also replaced the tubing leading to the mixing chamber and performed volume, conductivity, and light scatter (vcs) optimization to resolve the flow cell partial clog (pc1) errors. The fse then replaced the radio frequency (rf) preamplifier cable to allow the rf signal to be detected. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the event is attributed to a broken rf preamplifier cable and a malfunctioned flow cell. (B)(4).